Event description:
It was reported the patient experienced rib stimulation after surgical intervention to replace the original lead due to undesired stimulation in the arms (reference MFR report number 1627487-2013-17010). The physician opted to abandon the lead replacement surgery and removed the scs system in its entirety.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.